Manufacturer narrative:
Customer did not return strips with lot 477479 but did return a vial of strips with lot 477693 and gmmi 06337546001. Retention testing for the lot 477479 that was not returned passed. The results that indicate that the strips were damaged by the customer are for the returned lot 477693.

Manufacturer narrative:
Customer provided two lots of strips (477693 and 477479) which are logged on the complaint. It is not known if one or both of these vials were used prior to the incident.

Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. At 9:00 am the patient received a blood glucose result of 96 mg/dl on her nano system and was feeling dizzy. Based on the low result the customer did not take her morning insulin. At 9:30 am the patient became unconscious and fell and hit her head while in the bathroom. The customer's daughter discovered the patient unconscious and called emt's. The emt's arrived at 10:00 am and received a blood glucose result of 255 mg/dl. The emt's did not provide any treatment and transported the patient to the hospital. The patient arrived at the hospital at 10:30 am and was treated for injuries sustained during the fall, a concussion, and high blood glucose. The hospital treated the patient with 48 units of lantus. The patient received a blood glucose result of 128 mg/dl on the hospital's meter prior to being released at 5:15 pm.